Event description:
Per the clinic, the electrode was found to be outside of the cochlea, and the patient has experienced no auditory sensation since initial activation. Reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted (specific date not reported) and the patient was reimplanted with another cochlear device on (B)(6) 2026.